Event description:
Taiwan. Allegedly, a patient underwent bilateral breast augmentation surgery in (B)(6) 2024. Subsequent evaluation with MRI demonstrated a grade iii capsular contracture of the left breast. The patient underwent revision surgery in (B)(6) 2026 (sn: (B)(6)). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
This clinical event necessitates medical or surgical intervention to preclude permanent damage to a body structure. According to 21 c.f.r. §803.3, this constitutes a reportable serious injury.